Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete side cut during a lasik corneal flap creation. Reporter indicated doctor used scissors to complete the flap. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no information has been received. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. With limited information the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no information has been received.